Event description:
Harmonic scalpel handpiece was found to be faulty and did not work during surgery. A new handpiece was opened and worked with the same cord and machine.

Event description:
Harmonic scalpel handpiece was found to be faulty and did not work during surgery. A new handpiece was opened and worked with the same cord and machine.